Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated (non-conformance / out of tolerance) to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed unrelated complaint for this lot released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep that the distal tip of the customer's 4.75mm healix advance knotless peek anchor broke upon insertion into the cannula during a rotator cuff procedure. He stated the surgeon had not started inserting the anchor into the bone, they noticed the broke tip on the scope when putting the anchor in the cannula. The surgeon removed the anchor and used another one to complete the procedure with no patient consequence or delays. The sales rep believes the surgeon used too much pressure when loading the anchor to get it ready and it caused the breakage. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.